Event description:
Three patients with elevated free t4 results as compared to different methods. Patient 1, initial free t4 result 25.1 pmol/l. Same sample repeated using 3 different methods gave results of 19.9, 21.9, and 19.0 pmol/l. Patient 2, initial free t4 result 26.5 pmol/l. Same sample repeated using 3 different methods gave results of 17.7, 18.8, and 19.3 pmol/l. Patient 3, initial free t4 result 28.8 pmol/l. Same sample repeated using 3 different methods gave results of 20, 21, and 21 pmol/l. If additional information is received appropriate notification will be provided.